Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Fibers from tampon coming off in vagina [foreign body in reproductive tract]. Itchy- vagina [vulvovaginal pruritus]. Uncomfortable- vagina [vulvovaginal discomfort]. Fibers from tampon coming off [device breakage]. Case description: consumer sent e-mail stating fibers from the tampons were coming off in her vagina. No serious injury was reported.